Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 10/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 84mg/dl, (B)(6) 2015 08:50am; 191mg/dl (B)(6) 2015 11:48am; 136mg/dl (B)(6) 2015 05:35am; 138mg/dl (B)(6) 2015 12:00am; 209mg/dl (B)(6) 2015 12:00am; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.